Event description:
It was reported to philips that the flexvision pc was slow to boot, and troubleshooting was performed on an allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision-2 revised pc (no hdd), pd.assy.pdm boxed, and repl. Kit ethernet switch r/m/k cab. Troubleshooting was performed, and a reboot was recommended. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).